Event description:
Boston scientific received information that the health care professional (hcp) reported that during a left ventricular (lv) lead threshold test there was loss of capture (loc) for approximately 5-6 seconds. The hcp stated that the lv thresholds had always been elevated. Additional information received states that the loc was with pacing thresholds. The patient was having frequent premature ventricular contractions (pvc) and eventually went into a slow ventricular tachycardia (vt) rhythm. The physician paced him and broke the vt and appropriate biv pacing was delivered. The pacing outputs were then programmed to appropriate safety margins. A future follow up appointment as been scheduled.

Manufacturer narrative:
At this time the device and lv lead remain in service. Should additional information become available this investigation will be updated.